Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the unit and observed that the iabp screen was white and the keypad did not work. To resolve the issue, the fse replaced the display controller board and keypad controller board. In addition, the fse performed preventative maintenance on the unit which passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a routine check by the customer, the buttons were not functioning on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement.